Event description:
While undergoing x-ray procedure, x-ray tube/collimator dropped from a distance of about 40 inches on to pt's upper left abdomen (diaphragm area). Three employees lifted equipment off pt. Pt taken to ER. Diagnosis: contusion left lower chest wall and left upper abdomen.